Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d6b, h6.

Event description:
Device has been explanted.

Event description:
Patient reported, "left side deflation". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, one crack opening, total delamination of valve and flat creases. Leak test and microscopic analysis was performed which identified, one crack opening, total delamination of valve and wear abrasion. Based on the device analysis, the final assessment is: one opening crack assessed, as cracked valve seat diaphragm valve. Total delamination of valve assessed, as adhesive failure.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Patient reported "left side deflation." Device remains implanted. Left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "left side deflation." Device has been explanted.